Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user¿s dexcom g7 was displaying glucose values on the dexcom app while the ilet was not reading cgm data, with the ilet cgm page showing no pairing code and the dexcom page prompting to start a sensor. Symptoms included no ilet cgm readings and no adverse clinical effects, with blood glucose values stable and not affected. Outcomes included restoration of ilet cgm readings after the user entered the correct dexcom g7 pairing code and completed pairing. Investigation included remote troubleshooting and verification of the sensor ID, device cgm info, and pairing status, followed by guided pairing. Investigation of this case revealed an initial configuration and use issue involving incorrect or missing cgm pairing, not a device hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was user setup error related to cgm pairing.